Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to access the station. Customer attempted to log in; however, the option to dispense the medication was not available, and the medication was missing. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issue was noted. A technical support specialist dialed into the station and confirmed that nurses were able to log in successfully. The system functioned as intended when the technical support specialist investigated the device.